Event description:
There have been 3 reported incidents at this facility involving the alm portable light. The 1st incident occurred on 7/28/99 and happened when a nurse was pushing the device down a carpeted hallway with one hand while pulling a stool with the other. As it was being pused, the light began to tip. The employee was injured when she stuck her foot out to prevent the light from hitting the ground. Alm was not made aware of this incident until the 16th of august when the injured nurse telephoned co's alm sales rep from her home to report the incident and her associated injuries. The 2nd and 3rd incidents reportedly occurred in the ldr rooms while the lights were being used. In both cases, the light began to tip and was stabilized by a staff member. One staff member reportedly suffered back strain. The facility does not record serial numbers on their internal incident reports, so cannot tell whether a single light was involved in all three events, or if each event occurred with a different light. The facility purchased 5 alm portable lights for use in their 23 new ldr's. On 8/24 the facility agreed to allow the co's technical specialist an opportunity to evaluate the lights. The eval found the following: 1) all portable lights were assembled by the hospital contractor without alm technical representation.2) the lighthead yoke to spring arm connection on all lights required lubrication, making them very stiff, offering little or no movement. 3) one of the lights was in service with non-alm authorized wheels. The wheels were smaller and thinner in size and provided much less stability. The facility stated that the hospital maintenance department purchased and installed the wheels. The non-alm wheels were replaced with alm authorized wheels on 8/25/99. The co's findings have led to the conclusion that improper assembly and unauthorized modification led to the incidents at this facility.